Event description:
The customer reported to olympus, that the front panel lights of xenon light source were flashing. The issue was found during preparation for use for an unknown procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned, and an evaluation was completed for it. During the inspection, olympus confirmed the reported event: the front panel lights are flashing. In addition, the following non-reportable malfunctions were found during the device evaluation: the front panel¿s opening is damaged, there are deep scratches on the top cover, the rear foot is bent, and the panel is deformed. There are worn sockets and poor connections, and the olympus lamp life meter indicates more than 100 hours, with the light intensity out of range. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the front panel blinking occurred due to the limit switch having a loose connection. Olympus will continue to monitor field performance for this device.